Event description:
It was reported that the implantable cardioverter defibrillator(ICD) recorded noise on the right ventricular (rv) channel marked as ventricular tachycardia with no appropriate therapy. Sensing and impedance measurement were in range. An x-ray was performed and confirmed that the competitor rv lead caused the externalization behavior. No adverse patient effects were reported. This ICD and competitor rv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).